Manufacturer narrative:
Pending investigation. Concomitants: 320-15-05 - eq rev locking screw (B)(6). 320-15-01 - eq rev glenoid plate (B)(6). 320-15-05 - eq rev locking screw (B)(6). 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6). 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm (B)(6). 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm (B)(6).

Event description:
As reported, approximately one year and eight months post total shoulder arthroplasty (tsa), the patient underwent a revision of the right hybrid reverse shoulder due to the glenosphere and glenosphere locking screw backing out away from a well fixed reverse baseplate. It was noted that the patient was involved in an atv accident that may have affected the prosthesis. The surgeon replaced the glenosphere and glenosphere locking screw. There was no reported device breakage or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined that this device did not cause or contribute to the reported event. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.